Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated diminished atrial sensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial signal was weak on the electrogram (egm) during intrinsic atrial arrhythmias, and the physician could not identify presence of atrial fibrillation (af). It was also reported that the atrial signal was flat on the electrograms (egm) during one instance. Reprogramming of the device was recommended and the ipg remains in use. No patient complications have been reported as a result of this event.